Event description:
It was reported that an extension set was damaged. The reporter stated that there was a hole in the tubing approximately one foot away from where the patient was connected. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device has been received by baxter and is currently awaiting evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The actual sample was not returned for evaluation. Six companion samples were returned to baxter and evaluated. Visual inspection was performed with no issues noted. A leak test, clear passage test, and clamp function test were performed with no issues noted. The reported problem could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted